Event description:
It was reported that the patient presented for follow up. An interrogation of the device revealed over-sensed noise exhibited by the right ventricular lead. The patient was scheduled for lead replacement. During explant it was observed that the lead was fractured. The patient was not pacing dependent and was stable.

Manufacturer narrative:
Additional information: h6 -type of investigation, investigation findings, and investigation conclusions.